Event description:
Follow-up revealed the patient continues to experience difficulty with the charging system communicating with the ipg. Possible surgical intervention remains pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model).

Event description:
It was reported the patient has been experiencing difficulty with the charging system communicating with the ipg (related to the patient's scs system for the thoracic region) due to the ipg being tilted in the pocket. As a result, the patient was sent hypafix tape to help address the issue but was unsuccessful. The patient's doctor would like her to continue trying different methods of recharging in the meantime. Regardless, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.